Manufacturer narrative:
No exodus drainage catheter product was returned to angiodynamics for evaluation for complaint event per (B)(4). Complaint product (just the dc hubs) were returned for complaint events (B)(4). Cracks in the white female luer hub was confirmed. Likely root cause is handling damage during device use, i.e. Overtightening of male fitting to this hub connection. The customer's reported complaint description of hub cracked was confirmed for the three complaint samples returned per complaint events (B)(4). Likely root cause is handling damage during device use, i.e. Overtightening of male fitting to this hub connection. In addition, prolonged exposure to alcohol cleaning agent on the hub during use is potential contributing factor. Dfu states to avoid use of alcohol with the exodus drainage catheter. Labeling review: the directions for use (dfu) which is supplied to the end user with this device states: indications for use / intended use: exodus array multipurpose drainage catheters are intended for percutaneous drainage of fluid or air in the chest, abdomen and pelvis, e.g., abscesses, cysts, pneumothoraces, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses and mediastinal collections. Exodus nuance nephrostomy drainage catheters are intended for percutaneous drainage of fluid collections in the urinary system. Exodus believe biliary drainage catheters are intended for percutaneous drainage of the biliary tree. Warnings: do not use catheter for gastrostomy procedures/feeding tube. Exposure to gastric juices may damage the catheter. Do not place catheter into the vascular system. Do not expose this catheter to alcohol, as it may damage the hydrophilic coating and the catheter. Potential complications/adverse events: catheter break/fracture, catheter dislodgement. Note: where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post-placement. Caution: all connections must be secure and airtight. Perform inspections of the catheter and connections regularly. Device history record review could not be performed since there was no reported lot number/device upn. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager received notification from an end-user facility that reported an 8f exodus drainage catheter hub crack occurred approximately 1 to 2 days post placement. As a result of the issue, the patient's device was removed and replaced. The patient did not experience any adverse effects or harm as a result of this event.